Manufacturer narrative:
Added the primary UDI number (d4)

Manufacturer narrative:
Remove MDR code a1402; add code a1407.

Event description:
It was reported that a patient's insulin pump was persistently interrupting insulin delivery. Customer's blood glucose was not provided. The pump was reset to resolve the issue.